Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), tooth disorder ("dental problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, tooth disorder, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, other injuries/symptoms: dental problems, migraine, headaches were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ chronic'), vaginal perforation ('perforation of vaginal vault'), genital haemorrhage ('abnormal bleeding (general),internel bleeding'), cholecystectomy ('gallbladder removal') and vaginal cuff dehiscence ('vaginal cuff repair') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included acute sinusitis and pneumoperitoneum. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal cuff dehiscence (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), vaginal haemorrhage ("abnormal vaginal bleeding"), thyroid disorder ("thyroid disease"), tooth disorder ("dental problems"), migraine ("migraine/headache"), rhinitis allergic ("allergic rhinitis"), anxiety ("anxiety"), depression ("depression"), vision blurred ("blurry vision") and fatigue ("fatigue") and underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), rash ("rashes"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), vaginal infection ("vaginal infection") and abdominal pain upper ("stomach cramps") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2013 (unilateral salpingo-oopherectomy ¿ right side),hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the dysmenorrhoea, genital haemorrhage, cholecystectomy, vaginal cuff dehiscence, abdominal pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage, rash, thyroid disorder, tooth disorder, migraine, headache, rhinitis allergic, urinary tract infection, vulvovaginal mycotic infection, vaginal infection, vision blurred, fatigue and weight decreased had resolved, the vaginal perforation and dermatitis allergic outcome was unknown and the anxiety, depression and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, cholecystectomy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, rhinitis allergic, thyroid disorder, tooth disorder, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse).menorrhagia (heavy menstrual bleeding). Removal details - (B)(6) 2012 (unilateral salpingooopherectomy ¿ left side), (B)(6) 2013 (total hysterectomy) (uterus and cervix removed)), (B)(6) 2013 (unilateral salpingo-oopherectomy ¿ right side), (B)(6) 2017 (vaginal cuff repair). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: no contrast extravasation via the fallopian tube indicating successful occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received : following events were added : perforation of vaginal vault, abnormal bleeding (general), abnormal vaginal bleeding, allergic rhinitis, thyroid disease, uti, yeast infection, vaginal infection, anxiety, depression, rashes, vaginal cuff dehiscence, blurry vision, fatigue, weight loss, gallbladder removal, lower abdominal pain, abdominal pain, stomach cramps.medical history,concomitant conditions and reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.